Event description:
Pt admitted to hospital with near syncopal episode. Physician suspected problem with atrial and ventricular leads. Pt taken to or, leads were malfunctioning. Replaced with dual chamber pacemaker.